Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 04-jan-2016: despite follow-up attempts, no response was given to date. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the procedure itself was very painful. She then presented mild pain all the time. This pain became severe when lifting something, during sex or at bowel movements and also when moving in the wrong way. Her fallopian tubes were removed with the essure coils and, since then, she did not experienced this debilitating pain (positive dechallenge). This event, seen as pelvic pain, is serious due to medical importance and required intervention (hospitalization was mentioned as outcome but not described neither specified) and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the recovery after removal (positive dechallenge), causality with suspect insert cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 to prevent pregnancy. Although she was told there would be minor cramping, similar to period cramping, during/after the procedure that was not what she experienced. The procedure itself was incredibly painful, like going through childbirth all over again. The pain lessened over the next two days, but it never went away. She experienced mild pain all the time, but it became severe during bowel movements, while having sex, lifting anything heavy, or whenever she just moved the wrong way. That severe pain took hours to go back to just the mild pain that was constantly present. Her yearly pelvic exams were also incredibly painful. Finally on (B)(6) 2013, her fallopian tubes were removed with the essure coils and, since then, she did not experience the debilitating pain that she had while essure was in place. Concomitant medication included (B)(4). The product technical complaint investigation results which ptc number is (B)(4) was received on 16-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the procedure itself was very painful. She then presented mild pain all the time. This pain became severe when lifting something, during sex or at bowel movements and also when moving in the wrong way. Her fallopian tubes were removed with the essure coils and, since then, she did not experienced this debilitating pain (positive dechallenge). This event, seen as pelvic pain, is serious due to medical importance and required intervention (hospitalization was mentioned as outcome but not described neither specified) and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the recovery after removal (positive dechallenge), causality with suspect insert cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information has been requested.